Event description:
Distributor forwarded complaint from the UK that a suction canister imploded during 'maximum occlusion pressure' test. There was no injury, and no pt involvement. Distributor provided serial number (B)(4).

Manufacturer narrative:
Serial number (B)(4) corresponds to lot 20080325, making the failed unit four years old. Failure is consistent with uv embrittlement, leading to implosion of the cover when vacuum is applied, and subsequent damage to the canister itself. Label does not include expiration date unlike bemis-branded product. As of 2012, this product also includes a uv inhibitor and anti-oxidant package in the colorant.